Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during an implant procedure a right atrial lead was attempted to be placed but presented high pacing thresholds and impedance. The lead was attempted to be repositioned, but helix retraction issues presented. A new lead was used to complete this procedure. No adverse patient effects were reported. This lead has since been received for analysis and the investigative results are as enclosed.